Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarmed during testing. No moisture damage was noted on electronics assembly. The pump was received with cracked reservoir tube lip and cracked case near display window corners. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 150 mg/dl. The customer stated that she sweats a lot in the summer months and wears her pump in her bra. The customer stated that the up arrow button does not work. Customer was advised to discontinue use of the device and to revert to a backup plan.